Manufacturer narrative:
The original bunion correction was performed on (B)(6) 2019 with the crossroads minibunion products listed above. X-ray evidence immediately post-operation shows the plate not fully seated onto the shaft of the 1st metatarsal and a gap at the osteotomy site. At a 1-year post-op follow up visit, x-ray evidence shows a non-union of the osteotomy and a broken non-locking screw .the patient is vitamin d deficient. A revision surgery was performed on (B)(6) 2020 to address the non-union and remove all hardware. None of the replacement hardware used were crossroads products. No non-conformances were identified in review of manufacturing records. Potentially, the plate and non-locking screw did not have adequate fixation intra-operatively due to the plate not being seated completely into position in the metatarsal shaft. Minibunion screws were removed in addition to the plate: ref: (B)(4), ln: 500740 qty: 1 product name: minibunion 4.5mm offset plate long. Ref: (B)(4) , ln: 500726 qty: 1 product name: minibunion locking screw 3.0mm x 16mm. Ref: (B)(4) , ln: 500723 qty: 1 product name: minibunion non-locking screw 2.7mm x 22mm.

Event description:
The original bunion correction was performed on (B)(6) 2019 with the crossroads minibunion products listed above. X-ray evidence immediately post-operation shows the plate not fully seated onto the shaft of the 1st metatarsal and a gap at the osteotomy site. At a 1-year post-op follow up visit, x-ray evidence shows a non-union of the osteotomy and a broken non-locking screw .the patient is vitamin d deficient. A revision surgery was performed on (B)(6) 2020 to address the non-union and remove all hardware. None of the replacement hardware used were crossroads products.